Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported exposed to magnetic field or MRI, battery cap was damaged, battery cap contact of insulin pump was missing/damaged. The customer also received pump error 23(post-reset ram crc alarm), pump error 24(this alarm is generated when a power failure is detected), pump error 49(history pointers failed. The history pointers are corrupted), pump error 68(trace pointers are invalid) and pump error 82(the hrm task did not grant motor power in reasonable time). Blood glucose value at the time of event was 371 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, mmt-7040a. Troubleshooting was performed: the customer cleared the alarms, completed a rewind, performed a fill cannula test, conducted a self-test, and was advised to replace the damaged battery cap. The customer was instructed to avoid exposure to strong magnetic fields and to call back if high blood glucose persists. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040a.